Event description:
Pt post operative abdominal aortic aneurysm repair; on ventilatory support. System check prior to pt use revealed settings accurate, consistent and functioning properly. Pt placed on ventilator post op. Routine check of ventilator at 1330 indicated no malfunction. Pt developed hypotension. At 1425 malfunction noted, i.e., peep setting at 5cmh20, delivering 20cmh20 (according to manometer). Review indicates malfunction was proximate cause of episode of hypotension which, in association with pt's pre-existing vascualr disease, may have contributed to failure in lower extremity perfusion leading ultimately to death. Ventilator to clinical engineering. System tested with and without peep. Unable to zero expiratory pressure transducer. Transducer replaced, system functioned accurately.